Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open hand assisted right colectomy procedure, there was a poor staple formation during bowel anastomosis. To resolve the issue, a manual suture was performed.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and three photos were available for evaluation. Visual inspection of the photos noted that there seemed to be a malformed staple in the tissue. Visual inspection of the device noted that the instrument was received loaded with a fully fired 3.5mm single use loading unit (sulu). Identifying witness mark from automatic firing fixture was present on instrument handle. The sulu pushers were reset and reloaded into the instrument. The jaw closed smoothly. The pin slide advanced fully. The handle actuated smoothly into pre-clamped and clamped positions. The jaw opened, handle unlocked, and pin slide retracted when black release button was depressed. The instrument and sulu were cycled with acceptable results. The handle was cycled a second time after the black release button was depressed to challenge the interlock after firing with acceptable results. It was reported that there was a poor staple formation. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.